Event description:
It was reported to philips that the system was not switching on. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and reloaded the software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. The fse checked and found the host pc software was not booting. The fse reloaded the system software to resolve the issue. After reloading the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.